Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received indicating the error message "replace sensor" when scanning the adc device using librelink. As a result, the customer was unable to obtain glucose reading and had contact with a healthcare professional on (B)(6) 2022 who obtained glucose tests of 4.2 mmol/l, 3.1 mmol/l, and 6.5 mmol/l on their meter. The customer had unspecified symptoms of hypoglycemia and received intravenous glucose by the hcp for treatment. No further information was provided as the customer declined to continue the troubleshooting process. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Attempt to reprogram and activate the sensor and the sensor has been activated successfully. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Therefore issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section d4 (serial number) was updated from (B)(6).

Event description:
A complaint was received indicating the error message "replace sensor" when scanning the adc device using librelink. As a result, the customer was unable to obtain glucose reading and had contact with a healthcare professional on 28apr2022 who obtained glucose tests of 4.2 mmol/l, 3.1 mmol/l, and 6.5 mmol/l on their meter. The customer had unspecified symptoms of hypoglycemia and received intravenous glucose by the hcp for treatment. No further information was provided as the customer declined to continue the troubleshooting process. There was no report of death or permanent injury associated with this event.